Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer stated the she noticed cracks on the reservoir and battery compartment about two months ago. Customer states the cracks have been progressively worsen since then. Customer did not recall blood glucose at the time of when cracks were noted. Customer has reverted to back up plan. Customer stated that she has been experiencing unexplained high blood glucose level. Three different alarms were noted in the device history. Customer wants the device replaced. The device has experienced unexpected restarts. The device was reported damaged on the reservoir compartment, battery compartment, and front of the device. Customer was unsure of how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.